Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records which confirmed the complaint. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure approximately 12 years post initial implantation due to pain, metallosis and elevated metal ion levels. The surgeon noted a huge reactive capsule, and had to excise quite a bit of copious gray reactive scar tissue. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(6). Concomitant products - part: 11-163671 name: 32mm m2a mod head +6mm nk lot: 922350, part:11-163669 name:32mm m2a mod head std nk lot:722710, part:15-103682 name: m2a-t univ 2-hole shl sz 41/52 lot:286590. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04365, 0001825034-2017-04366, 0001825034-2017-04367.

Event description:
It was reported that a patient underwent a revision procedure approximately 12 years post initial implantation due to unknown reasons. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Part: 11-163671 name: 32mm m2a mod head +6mm nk lot: 922350. Part:15-103682 name: m2a-t univ 2-hole shl sz 41/52 lot:286590.

Event description:
It was reported that a patient underwent a revision procedure approximately 12 years post initial implantation due to pain and elevated metal ion levels. The surgeon noted a huge reactive capsule, and had to excise quite a bit fo copious gray reactive scar tissue. Attempts have been made and no further information is available at this time.